Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted on (B)(6) 2020, into the right lower abdomen. During sensor pod removal on (B)(6) 2020, the sensor wire remained under the skin and could not be seen or felt with a finger. The primary physician was called, and he sent the patient to the emergency room (ER) on (B)(6) 2020 for wire removal. The ER personnel were not able to locate the sensor wire with an x-ray, and the patient was discharged after 5 hours. At the time of the report, although the area remained tender, no redness, swelling or signs of infection were present. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.